Event description:
The customer reported that while running a hepatitis core assay, the summit sample handler, failed to aspirate enough reagent in positions 2, 3, 4 and 9 and did not give an error message. The customer also observed position 3 did not aspirate control and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.